Event description:
It was reported that device embolization occurred. A left atrial appendage closure procedure was performed and a 24mm watchman flx closure device was implanted. At the routine follow-up, 106 days later, transesophageal echocardiogram was performed where it was revealed that the 24mm watchman flx closure device had embolized into the left ventricle. The patient was experiencing slight shortness of breath. The patient was monitored, and explant was scheduled for five (5) days post-embolization discovery. It was further reported that the 24mm watchman flx closure device was retrieved percutaneously via the subclavian artery, through the patient's aortic valve prosthesis. The procedure went well, and the patient is recovering.

Manufacturer narrative:
B2: outcomes attrib to adv event added. B5: additional event/intervention information added. D6b: explant date estimated as exact date is unknown but reported to have occurred at end of (B)(6) 2024. H6: device code added, evaluation method codes added/updated, evaluation result code updated, evaluation conclusion code updated.

Event description:
It was reported that device embolization occurred. A left atrial appendage closure procedure was performed and a 24mm watchman flx closure device was implanted. At the routine follow-up, 106 days later, transesophageal echocardiogram was performed where it was revealed that the 24mm watchman flx closure device had embolized into the left ventricle. The patient was experiencing slight shortness of breath. The patient was monitored, and explant was scheduled for five (5) days post-embolization discovery.